Event description:
This rv lead was implanted on (B)(6) 2005. And was capped/abandoned on (B)(6) 2014, due to oversensing. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).